Event description:
It was reported that the lens were scratched. There was no backup device available. There was no delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the lens was scratched. A visual inspection was performed and showed the scope to have distal tip and fiber damage. This is caused by contact with another source through an user error.